Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the model number, lot number and expiration date in section d4, to update the manufacure date in section h4 and to provide the results of the manufacturing and shipping records. D4: UDI: n/a as this product code is not exported to the us market. The manufacturing record and the shipping inspection record of the actual sample no anomaly was found. Past complaint file no other similar report of the product with the involved product code/lot# was found. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
D4: UDI no: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt - no anomaly such as breakage was found. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure - it was confirmed to meet the factory's specifications. No anomaly was found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg. [Circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100%. [O2 transfer volume] @6l/min: 386ml/min., @4l/min: 278ml/min. [Co2 removal volume] @6l/min: 322ml/min., @4l/min: 236ml/min. Confirmation of the pump records - the change in pco2 after the start of cardiopulmonary bypass was confirmed. It was found that the value was increased to a maximum of 88mmhg. In addition, it was found that circulation had ceased at the time prior to this recorded value. - changes in pco2 and gas flow rate were confirmed. It was found that after resumption of circulation, the gas sweep was 10l/min or more, and pco2 decreased from 88mmhg to 27mmhg. - it was found that after the gas flow rate was decreased to 2.7l/min, pco2 was 38mmhg, and thereafter, pco2 transitioned without a significant increase. - changes in pco2 and arterial temperature were confirmed. It was found that from the start of cardiopulmonary bypass, the arterial temperature was decreased to approx. 20°c. The manufacturing record and the shipping inspection record of the actual sample - no anomaly was found. Past complaint file - no other similar report of the product with the involved product code/lot# was found. Manufacturing date: april 15, 2024 cause of occurrence/conclusion: based on the investigation result, the gas exchange performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. As a cause of this case, from the obtained information that the oxygenation was normal and there were no problems, it was likely that due to some factor, the pco2 of the blood flowing into the oxygenator was high, so the paco2 was also high. As a cause of high pco2 of the blood flowing into the oxygenator, following factors were inferred. However, it was not possible to identify the cause of occurrence. - by decreasing the arterial temperature, it became more difficult to remove co2 (the lower the arterial temperature, the more easily co2 dissolves, thus the more difficult it is to remove). - as the patient was rewarmed, the peripheral blood vessels dilated, and blood with increased pco2 flowed into the oxygenator as circulation resumed. Relevant instructions for use (IFU) reference: "measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the situation of high co2 levels continued. The oxygenation was normal and there were no problems, only the co2 was high, so it was felt that this condition was not normal. After that, the numerical value was back to normal, and the procedure was completed successfully. The gas flow was adjusted, but as the value was back to normal, the product was not replaced. The procedure was completed successfully and the patient was not harmed.